Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to lead noise. The asymptomatic patient was not pacemaker dependent. Programming changes were made. The patient was stable after the event, and will continue to be monitored regularly.